Manufacturer narrative:
Further information was provided: the physician just wants to report one lens. The product is not available for investigation, it was discarded by the customer. The haptics were attached in the lens edge and to open it inside the eye, it was necessary to use the instrumental to release the haptics. There was no patient injury. The implant was perfect and the haptic adhered, not opening inside the patient's eye. Additional report source: company representative. The manufacturing records for the intraocular lens (iol) was reviewed. The lens manufacturing process record was verified and the lenses were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the customer's report. The lenses were released according specification and in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
Further information was provided: the physician just wants to report one lens. The product is not available for investigation, it was discarded by the customer. The haptics were attached in the lens edge and to open it inside the eye, it was necessary to use the instrumental to release the haptics. There was no patient injury. The implant was perfect and the haptic adhered, not opening inside the patient's eye.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). Section completed by manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the physician that he implanted an intraocular lens (model pcb00) and that during the surgery, the posterior haptic got stuck and folded back into the optical border. Reportedly, it took some time and maneuvers to put the lens in the correct position. No further information was provided.